Event description:
It was reported that the implantable pacemaker, the right ventricular (rv) lead and this right atrial (ra) lead were explanted due to insulation failure/leak. Outside of the revision, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154149.